Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: b5 and h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was due to charged coupled device unit damaged during user handling, causing the suggested event. The event can be prevented by following the instructions for use which state: important information - please read before use. Warnings and cautions: caution. Turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the charged coupled device unit (ccd). Precaution for disappeared or frozen endoscopic image; warning. Follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, "preparation and inspection", do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, "troubleshooting guide". If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by customer, the issue occurred during preparation for a diagnostic bronchoscopy.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed customer's complaint of no image. The defect had been caused by the wear and tear of the charged coupled device (ccd) unit. Furthermore, the rubber glue of the bending section in the insertion part had separated. The insertion part of the charged coupled device unit was broken, affecting the electrical connector with the scope cable connection and disconnection. The broken charged coupled device had impacted the image and light transmission system in terms of image automatic brightness adjustment, uneven illumination, black/white dots on the image, image errors/abnormalities (dust, scratch, stain, flare, or lack of image), and uneven focus/resolution. In addition, a foggy image had been discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope displaying no picture/image. There were no reports of patient harm.